Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system ulcerated through the skin. The ipg system was explanted. The patient received a temporary right ventricular (rv) lead and was paced by the externalized ipg for six days before receiving a new ipg system. No further patient complications have been reported as a result of this event.